Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 13-18th stent wraps, with struts raised, bunched and overlapping. Deformation was evident to the distal tip, with tip appearing uneven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx rx drug eluting stent to treat a mildly tortuous and calcified lesion located at the distal right posterior descending artery, exhibiting 72% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformation occurred during positioning. Patient status post-procedure is alive with no injury.